Event description:
Customer called to report the pump had a no delivery alarm. Troubleshooting was performed. The insulin exited freely and pump did not alarm. Device was not dropped, bumped, or exposed to moisture.